Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site investigation: samples received: 1 unopened pouch from customer and 36 unopened units from stock. Analysis and results: there are no previous complaints of this code batch. (B)(4) units were manufactured and distributed, with (B)(4) units in stock. Tightness test to the closed samples received (from customer and stock) was been performed and the units were found to be tight. Knot pull tensile strength of the closed samples was tested and the results fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill product requirements. As indicated in the instructions for use of the product: "when working with monosyn® suture materials great care should be taken to ensure that the use of surgical instruments, such as forceps and needle holders, do not cause any crushing or crimping damage to the suture material". Final conclusion: test results of the samples received fulfil the specifications of the product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: france. Breakage of thread.